Event description:
It was reported that two everest polyaxial screws at s2 broke post-operatively. Additionally, the two everest set screws at s1 migrated as well as one at right l5. Revision surgery has been performed. This report captures the second migrated set screw.

Event description:
It was reported that two everest polyaxial screws at s2 broke post-operatively. Additionally, the two everest set screws at s1 migrated as well as one at right l5. Revision surgery has been performed. This report captures the second migrated set screw.

Manufacturer narrative:
The migrated everest set screw was visually inspected, it showed signs of chattering. The chattering observed could be caused by the set screw being final tightened into the screw tulip before proper rod reduction, or the set screw being under-tightened to a torque value below the recommendation, causing the marking to appear over time as the set screw slowly backed out of the tulip. Typically, a properly seated set screw will show a singular line across the diameter of the set screw. The subject set screw showed deformations around the circumference of the inferior surface in a "bursting" pattern. There was no indication of proper contact with the rod. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, no adverse trends were observed. An x-ray was provided of the patient's construct in which the reported failure was confirmed. However, additional information was not received regarding the patient's bone quality, post-operative activity levels, or when the issue was noticed. The most likely root cause for the set screw migration is attributed to user error based on the chattering observed.